Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The batteries were replaced to correct the reported issue. Block a: patient information could not be obtained due to country privacy laws. Block d4 unique identifier: (B)(4). Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. H3 other text : a ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The batteries were replaced to correct the reported issue. Block a: patient information could not be obtained due to country privacy laws. Block d4 unique identifier: (B)(4). Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The customer reported the charge of the device's batteries were only lasting five minutes which may result in a loss of mechanical ventilation. There was no report of patient injury.